Manufacturer narrative:
Updated h9: 2032227-060322-002-c . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Pump was monitored and tested with no failed battery test and error 60 noted. No pump error 63 in history file noted. Device received with missing battery cap contact. (B)(4).

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Initial notes: patient received pump error 63. Inquired what led up to the complaint. Customer response: doing the self test. Pump error alarms t/s per (B)(4). Pump error alarm that occurred: 63. Adv to clear alerts/alarms as soon as possible. Explained alarm. Adv to d/c from the pump. Timing of pump error alarm: self test. Customer was able to clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. Adv to check pump settings for accuracy. Pump is a 670g with software version (B)(4) or greater. Adv to remain d/c. Adv to program 0.2 unit fill cannula into air to determine if delivery is successful. Fill cannula was recorded in daily history. Explained alarm. Error table does not indicate the pump should be replaced. Adv to perform a self test. Test passed. Error table does not indicate that pump error alarm cleared active insulin. Adv to monitor the pump. Customer's outcome pertaining to the complaint: advised patient to monitor the pump. Initial notes: patient received a battery failed alarm. Inquired what led up to the complaint. Customer response: patient was doing a self test. Battery failed alarm t/s per (B)(4). Explained alarm and possible causes. Customer does have a new battery, per IFU, which was stored at room temperature and within expiration date. Instructed customer to check contacts on battery cap for corrosion and/or damage. Contacts are damaged. Adv we will send a replacement battery cap. Adv customer to monitor the pump. Adv to revert to back up plan per hcp until replacement cap arrives. Adv to place pump in storage mode by removing battery, pressing and holding the back button until the screen turns off. Customer's outcome pertaining to the complaint: advised patient we will send replacement battery cap. Ship: 1 : acc-1527/return: nothing.